Manufacturer narrative:
Concomitant medical products: (B)(4), 1650de, MFR. Date: 09/30/2015, exp. Date: 09/30/2016. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include information and outlines the steps to keep spare, fully charged batteries and controllers available at all times. Also stated in IFU is that the system has multiple power sources available (ac adapter, dc adapter, and batteries). The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product has been not return.

Event description:
It was reported from the site that the site that the patient stated to have had several power switching events with the batteries. Batteries were replaced and it was stated that there were no effect on patient. No additional information available.

Manufacturer narrative:
Other devices involved in this event: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional device for this event: battery (B)(4) - correction for exp. Date: 09/30/2015 (B)(4). Battery was available for evaluation. Returned to manufacturer on 05/11/2017. Yes, device was evaluated. Correction MFR date: 09/27/2014. (B)(4). It was reported that the patient was experiencing power switching events. Two batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The log files review revealed several switching events logged due to momentary disconnections involving (B)(4) and a battery with a serial ID of "0". Failure analysis of (B)(4) revealed that the unit passed visual examination and functional testing.  Failure analysis of (B)(4) revealed that the battery passed visual inspection but failed functional testing; testing revealed that the main integrated circuit on the printed circuit board was unable to display battery parameters. Log file analysis revealed several premature power switching events involving (B)(4) and an unknown battery with a serial ID of "0". (B)(4) was most likely the battery with a serial ID of "0". A possible root cause of this observation can be attributed to a communication error that sealed the battery. Once sealed, the serial ID is no longer available and will result in the controller logging the battery with a "0" serial ID. The battery was still functional and was still able to adequately provide power to a controller. An attempt was made to replicate the issue by manipulating (B)(4) connection to a controller during the analysis of the units. Results revealed that the electrical connection between the batteries and controller was stable. Based on the available information, the most likely root cause of the reported event can be attributed to momentary disconnections between the controller and (B)(4). The manufacturer has opened an internal investigation to evaluate momentary disconnections. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.